Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after a glaucoma stent was implanted, the patient experienced endothelial cell loss and endothelial touch by the stent. Additional information has been requested.

Manufacturer narrative:
Two trimmed pieces of a company stent were received in a vial. The trimmed stent pieces were visually inspected and damage consistent with trimming was observed; the distal collar and a retention ring were returned both with jagged cuts. The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are four additional complaints associated with the lot for the reported issue. Photos attached to the parent complaint were reviewed. All four photos are of ten capped vials. Trimmed stent samples are visible in some of the tubes. Because the sample returned could not verify the reported event, sufficient clinical data was not received, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating the patient underwent stent shortening procedure on a secondary procedure and has been prescribed mediation foe treatment.